Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient stated her ins is dead and needs to be replaced. The patient stated she hasn't used her device because it was taking forever to charge and her ins and ins recharger do not seem to be connecting. The patient's last successful recharge session was about 6 months ago. The patient also stated she has severe pain. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had the neurostimulator (ins) replaced due to normal battery circumstances. The rep also reported that the patient had a hard time charging. The rep reported that the patient hadn¿t been able to charge and external device wouldn¿t find the ins. The rep reported that they thought maybe the ins was also at end of service (eos) but wasn¿t sure. The rep reported that the patient indicated that the patient hadn¿tcharged for a year and it was taking ¿forever¿ to charge. The patient thought it was taking 2 hours to charge and their husband thought even longer. Communication couldn¿t be established with either the patient programmer, recharger or clinician programmer. The rep reported that they were unable to interrogate the ins with the clinician programmer. The ins was to be returned. No further complications were reported.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found insignificant anomalies- that battery had reduced capacity due to a previous overdi scharge. If information is provided in the future, a supplemental report will be issued.